Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The representative reported that they could confirm the reported issue. The interface (umbilical) cable was replaced to resolve the reported issue. The imaging system then passed the system checkout and was found to be fully functional. The suspect interface (umbilical) cable has not been received by the manufacturer for evaluation. The software investigation found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database.

Event description:
A site representative reported that, while in a spinal fusion, 3d image acquisition was cancelled and the imaging system displayed an error message stating, "in issue that may affect navigation accuracy has been detected. Acquisition has been cancelled. Please try again." No additional information was provided. There was no patient present when this issue was identified.

Manufacturer narrative:
Other relevant device(s) are: product ID: bi30000443, serial/lot #: (B)(4), the cable assy bi30000443 mvs interface (lot# fm016062-00008) was returned for analysis. Analysis found open connections on line 7 and 8. The cable failed bench testing. (B)(4). If information is provided in the future, a supplemental report will be issued.